Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the returned device identified that the balloon had not been inflated. No issues were identified with balloon of the returned device. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was severely kinked at approximately 135mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft fracture occurred. The 90% stenosed, 6mm in length x 2.25mm in diameter, target lesion was located in the moderately tortuous left anterior descending artery. A 06/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the balloon became fractured 20cm away from the physician's hands. No fractured portion of the device remained inside the patient's body. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft fracture occurred. The 90% stenosed, 6mm in length x 2.25mm in diameter, target lesion was located in the moderately tortuous left anterior descending artery. A 06/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft of the balloon became fractured 20cm away from the physician's hands. No fractured portion of the device remained inside the patient's body. No patient complications were reported and the patient's status was stable.